Event description:
The customer reported a communication failure eror message and no fluoro at the beginning of a spine case. System was removed and case completed with a 9800 c-arm. Specific case and pt info unknown.

Manufacturer narrative:
The ge rep could not duplicate error. He verified proper crimp on ribbon cable connecting gen driver pcb and backplane. Verified battery charger operation during and after fluoro. After system boots, tp11 on filament driver pcb measures 227v. Ordered cap/power module. He replaced cap/power module. Verified system boot and fluoro function. System operates as intended.